Event description:
During variax elbow surgery, the surgeon was bending the distal part of plate using the bender and the part of k-wire hole and the distal screw hole were cracked. Therefore the surgeon changed the plate to another size plate and completed the surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the plate has been severely damaged (crack) could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The damage was caused by excessive bending of the plate. As per the op tech 982335 rev. 2, content ID: vax-st-11 rev.1, 07-2014 variax elbow plating system, the following statement related to the reported failure mode is included: "contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker osteosynthesis, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole. Such action must be performed with stryker osteosynthesis instruments and in accordance with the specified procedures¿ [original statement]. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. No corrective actions are required at this time.

Event description:
During variax elbow surgery, the surgeon was bending the distal part of plate using the bender and the part of k-wire hole and the distal screw hole were cracked. Therefore the surgeon changed the plate to another size plate and completed the surgery.